Manufacturer narrative:
This record is a consolidation of records summarized as part of the FDA voluntary malfunction summary reporting program. 90 devices were functionally/visually inspected in the field. The devices were repaired and returned to use. 2 devices were not evaluated and no cause was determined, as the customers did not make the devices accessible for testing. 8 devices are pending evaluation. There was no remedial action taken. This device is not labeled for single use.

Event description:
This report summarizes 100 malfunction events, where it was reported the devices experienced difficult to maneuver unit which does not result in a tip. No adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
1 device that was pending evaluation was not made available by the customer; the reported issue was not confirmed. 3 pending devices were not evaluated, as the issue was identified and resolved through communication/interviews and with the user facility and reviewed by data; no defect or malfunction was found. 1 device that was pending was evaluated and it was determined the device experienced difficult to maneuver, which is not reportable. 3 devices that were pending evaluation were evaluated in the field and the issue was confirmed. The devices were repaired on site and returned to service. Section h codes have been updated to reflect this.

Event description:
This report now summarizes 99 malfunction events, instead of 100.